Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and electrical test in the carto 3 system of the returned device were performed following bwi procedures. Visual inspection was performed, and a part of one of the splines was observed detached leaving internal components exposed, with evidence of stress. The device was connected to the carto 3 system and noise was observed in the detachment area. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified the electrical issue reported by the customer was confirmed since the noise reported by the customer could be related to the spline condition. The potential cause of the detachment could be related to the excessive force during the manipulation of the device during the procedure, however, this cannot be conclusively determined. The catheter instructions for use contain (IFU) the following warning and precautions: - do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001639663

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified that a part of one of the splines was observed detached leaving internal components exposed--with evidence of stress. During the procedure, there was electrocardiogram (ECG) interference on the intracardiac channel only and the inability to map. There was still ECG signal available to monitor the patient's heart rhythms. During the noise, the affected catheter was inside of the patient's body. Due to the noise issue, the medical team could not map mid-procedure. A second device was used to complete the operation. There was no adverse event reported on patient.